Event description:
On 9/29/95, at approx 10:05 am, an 02 concentrator exploded in resident room. Fortunately both resident were receiving am care & the cubicle curtains were pulled shut. The 02 concentrator was located between the beds, & the beds & cubicle curtains were sustained. The 02 concentrator was provided to the nursing home by a clinic for one of their members who is a resident at the home. The clinic was callled & responded to the home. The tech advised the nursing staff that one of their techs had repaired this particular concentrator. Rptr did notify the MFR since the clinic had repaired it. They replaced the concentrator & took it with them. They have it for inspection.